Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. A piece of the teflon pad is broken at the midpoint of the pad. There was no missing material.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of images provided by the customer was performed and no obvious instrument damage could be identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, unspecified intraoperative damage occurred involving the use of a harmonic ace instrument. A fragment reportedly fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically using a backup harmonic ace instrument.